Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0weln, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0wem1, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reports troubleshooting was needed for the patient programmer. Patient can't increase setting on left ins (stimulator). Patient changed programmer batteries. Stimulation was currently off. Patient was not aware stimulation was off. Reviewed button use and patient was able to successfully turn stimulation on. Issue resolved with pp (patient programmer). Symptoms reported was loss of therapeutic benefit. Location of symptoms reported was urinary. Event date was on (B)(6) 2015. Same date for return of symptoms and unable to increase stimulation. Patient does not intend to follow up with any hcp (healthcare provider). Patient was directed to monitor symptom control now that stimulation was on and after tracking. If symptom control doesn't improve with stimulation on at current setting, then consider increasing. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Information received later by the patient reports that the loss of therapeutic effect had been resolved.